Event description:
Patient underwent spinal fusion in 2012 with medtronic infuse used in an off label use at l2-3 and l3-4 during a tlif(transforaminal lumbar interbody fusion) in interbody cages. The patient then presented in 2025 with a malignancy at l2-3 and l3-4 levels which was confirmed to be plasmacytoma on pathology. It appears that bmp(bone morphogenetic protein) use was related to the etiology of the cancer as the cages appear to be the origination of the cancer. X-rays, CT and MRI of the lumbar spine were performed which show the neoplastic process at the levels of spinal fusion.